Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No serial/lot number was provided; therefore, a device history record (DHR) review could not be conducted.

Event description:
It was reported the pump alarmed no disposable attached, no disposable pump won't run. No patient injury reported.